Event description:
It was reported that the left ventricular (lv) lead exhibited high pacing impedance. The patient presented in-clinic for follow-up. Upon interrogation, the lead exhibited loss of capture and chest x-ray confirmed lead dislodgement. The physician reprogrammed the right ventricular output to right ventricle pace only since the patient was asymptomatic with lack of lv pacing. No intervention was performed.